Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedances and loss of capture (loc) due to high threshold measurements. There was no evidence of noise. The physician suspected a change in the patient's cardiac muscle. No adverse patient effects were reported. The lead remains in service.